Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in april 2010 and performed to specification up to the 11th august 2013.an increase in voltage sugests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between (B)(6) 2013 and and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device will not switch on.